Event description:
It was reported that a caregiver observed a brief loss of dexcom g7 continuous glucose monitor (cgm) signal to the ilet that resolved within minutes without intervention, and education was provided on signal connectivity. No adverse clinical symptoms reported. Outcomes included no impact on health and no medical attention required. User support included a review of device connectivity behavior and user education on cgm-to-ilet communication. Investigation of this case revealed transient communication loss between the cgm and the ilet with spontaneous recovery and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user environment or external signal interference.

Manufacturer narrative:
Initial.